Manufacturer narrative:
The system was examined and the reported event was not replicated on two requests for service. However, the power supply was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on january 23, 2015. Based on qa assessment, the product met specifications at the time of release. A power supply was received for evaluation. The returned power supply sample was replaced as a preventive measure; therefore, the sample will not be inspected. The returned power supply sample was replaced as a preventive measure. Therefore, the sample will not be tested. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the system turned off. The procedure was completed on the same day.